Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected devicel: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found error codes "augmentation below limit set" and "system failure" in the logs. After further evaluation, the fse found the k8 solenoid was not functioning properly, thereby causing said errors. The fse resolved the issue by replacing the drive manifold, and performed a full calibration and tested the unit. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) alarmed. It was further reported that the end user switched to another cs300 iabp unit to continue patient therapy. No patient harm, serious injury or adverse event was reported.